Event description:
It was reported that a malfunction occurred on the customer's pump, with no error number available in the pump history. There was no adverse impact to the customer's blood glucose level. The customer reset the pump on their own and continued using it while tandem technical support arranged to send a replacement pump. The customer was instructed to return the malfunctioning pump, understood how to put it in storage mode, and acknowledged the need to program their replacement pump settings and connect it to their continuous glucose monitor.